Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the middle of the left anterior descending artery. A 1.50mm x 15mm emerge (emerge push) balloon catheter was advanced. However, during procedure, the balloon was torn. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the middle of the left anterior descending artery. A 1.50mm x 15mm emerge (emerge push) balloon catheter was advanced. However, during procedure, the balloon was torn. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.